Event description:
It was reported that the parents found child had no reaction to sound or voice. Problems of outer device were excluded, and history of head trauma was denied. There was still no evidence of recovery a week later. They visited a doctor and testing showed that the device has malfunctioned. After physical examination by doctor, no obvious abnormality was found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.